Manufacturer narrative:
Qn#1900107226 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: the connection between sheath adapter and sheath must be tightly secured and examined routinely to minimize the risk of disconnection and possible air embolism, blood loss, or exsanguination." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Multiple issues "anecdotally reported" by cardiology and ed that contamination shield noted to be moist and filled with clear fluid. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
Multiple issues "anecdotally reported" by cardiology and ed that contamination shield noted to be moist and filled with clear fluid. No additional information was available.